Event description:
It was reported that this right ventricular (rv) lead was placed in the rv apex at implant, which was considered to be off-label use of this product. Technical services (ts) analyzed the presenting electrogram (egm) and found that this lead was delivering brady pacing when it was not expected. No adverse patient effects were reported. Currently, this lead remains in service.